Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Won't turn on / off. (B)(4). No fault found with device. Pcu turned on successfully without any issues or error codes/messages. Turned device on and off several times. Ran pcu for a couple of hours and a pump attached on either side--finished infusion with no errors or power issues. Physically inspected device and found no anomalies. No error codes/messages found in logs. (B)(4).